Event description:
Following a fall, the patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room, placed fatty tissue over the ipg, removed scar tissue, and closed.